Event description:
An alarm issue was reported, specifically alarm 2 followed by alarm 26, with a prior occlusion event occurring earlier in the day. There was no adverse impact to the customer¿s blood glucose level. No actions were taken by the customer to resolve the issue, and they resumed insulin without requiring additional assistance.